Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the mesh and sling failed to properly embed and began to break off into the vaginal canal. The patient experienced damages and may need corrective surgery. All other information is unknown and unavailable.